Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that prior to use of cardiosave intra aortic balloon pump, the device is leaking helium. Unit found to have been dropped on back handle which cut a hole in pressure tubing from compressor and may have damaged fill manifold. Device is leaking both the times when it is in the cart and outside the cart. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that a hole was found in the pressure tubing from the compressor. The fse found that the fill manifold may have been damaged as well, the leak was confirmed when the the unit was in the cart. The fse stated that the unit needed a pressure hose from the compressor and reservoir as well as a new outer housing. The fse replaced the helium line between port and fill manifold replaced the connection o ring, tank seal, pressure tubing between compressor, gauge, helium reservoir, helium regulator and helium reservoir. The fse replaced the outer housing. The leak was resolved. The device was tested and pm performed after. All testing passed. Ready for patient use. Returned to customer.